Event description:
It was reported that during the trial procedure, the surgical lead would only show low impedance readings. A new lead was used to finish the trial implant.

Manufacturer narrative:
Eval results: the complaint could not be confirmed; as received, the lead was visually examined under the microscope and revealed no anomalies. Continuity testing was performed to analyze the channels resistance and to verify the insulation between channels. The lead passed continuity testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.